Event description:
It was reported there was a black screen, then programmer would not re-boot to normal. It also was reported the programmer crashed and there was a serious problem error code displayed. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer booted up to a black screen with an error. (B)(4).